Event description:
While in use, an arthrex 10mm coring reamer weakened and flared out at the entire top of the reamer. The patient was not harmed, however there was a need for an additional screw in order to complete the surgery to the surgeon's satisfaction.====================== manufacturer response for coring reamer, arthrex======================we haven't received a response yet.